Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site on (B)(6) 2010 and performed a total service call. The fse was unable to determine what caused the discordant (B)(6) results. The instrument is performing within specifications. The customer was instructed to notify the technical solutions center (tsc) if the problem occurs again.

Event description:
A discordant advia centaur xp (B)(6) result was obtained on a patient sample on (B)(6) 2010. The physician later questioned the result and a new sample was drawn one month after the initial report. The new sample was processed and the result did not agree with the result obtained on the initial sample that had been processed the previous month. There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.